Event description:
It was reported that the patient experienced a hematoma. It was reported that intra-operative the leadless implantable pulse generator (ipg) exhibited no capture and poor sensing during multiple deployment attempts at multiple positions. The ipg was attempted/not used and was replaced with a standard pacing system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.